Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out-of-range pace impedance measurements (>2000 ohms) on the right atrial channel. As a result, a revision procedure was scheduled, at which it was visually observed that the right atrial (ra) lead had fractured in the pocket and the lead was explanted. The pacemaker remains in service. No additional adverse patient effects were reported.